Manufacturer narrative:
Exemption number e2017017. (B)(4). Further information about the event was requested by siemens. A supplemental report will be submitted if additional information becomes available. This report was submitted august 9, 2017. Customer's address: (B)(6).

Event description:
July 26, 2017 siemens was informed about an incident that occurred on the axiom luminos drf system earlier this year. (B)(6) 2017, a (B)(6) year old female patient was dropped from the table during tilting movement. This resulted in patient's vertebra fracture. The patient underwent an orthopedic surgery afterwards. The reported incident occurred in (B)(6).

Manufacturer narrative:
Exemption number e2017017. Siemens healthineers malvern USA (importer) is submitting the report on behalf of siemens (B)(4) (manufacturer). The issue was investigated in detail. The patient slipped from the table head first as the unit was tilting to head down position. No adequate restraining accessories were used. The tilting motion was activated by the user. (B)(4).. All system- and safety-functions at the user facility were checked by siemens local service and no failure could be found on the system. The system works as specified and the reported incident was caused by an operator error. This report was submitted august 14, 2017.